Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen was stuck in the initializing device manager. The field service engineer discovered that the helmer stuck in a boot loop. The fse unplugged the helmer refrigerator, and the station booted up normally. The fse performed a full shutdown of both the station and the refrigerator, then rebooted both devices to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a device screen was stuck on "initializing device manager". The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.